Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The current blood glucose level was 11.5 mmo/l. Customer did not provide any information about the symptoms due to high blood glucose. Auto mode feature was not on at the time of incident. The insulin pump will not be returned for analysis.